Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the proximal left anterior descending (lad) artery with heavy calcification and moderate tortuosity. The 2.8x16mm graftmaster covered stent failed to cross the lesion. Another 2.8x16mm graftmaster covered stent was attempted to be used but also failed to cross the lesion. Another 2.8x19mm graftmaster covered stent was attempted to be used but also failed to cross the lesion. Another 2.8x19mm graftmaster covered stent with guideliner was advanced and successfully crossed sealing the perforation. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance and observed twisted/bent material (bent nylon sleeve); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.